Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they experienced a high blood glucose level of 596 mg/dl. The customer¿s mother reported a no delivery alarm. The customer did troubleshooting and was resolved by a complete set change infusion set and reservoir. The insulin pump, infusion set and reservoir will be returned for analysis.